Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the spinal cord stimulation (scs) lead was repositioned. The patient was doing well postoperatively. Nothing removed or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.